Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis noted an abrasion on the outer insulation at 19 cm from the connector pin. The lead abrasion is consistent with that produced by friction w with the ICD can. The electrical characteristics exhibited normal coil continuity.